Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Couldn't remove tampon at all- vagina [foreign body in reproductive tract]. Bleeding- vagina [vaginal haemorrhage]. Pain- vagina [vulvovaginal pain]. Tampon strings break off [device breakage]. Tampon strings break off when trying to remove a tampon...couldn't remove tampon at all [complication of device removal] case narrative: consumer reported via e-mail that the tampon strings have broken off twice now during removal. No serious injury reported.